Event description:
A user facility returned the olympus, model bf-uc260fw, evis lucera ultrasonic bronchofibervideoscope to olympus for repair due to a report that the insertion part was "crumpled" and a crack at the insertion part was present. Upon inspection and testing of the returned device, it was noted that the coating on the insertion section was peeling off (greater than or equal to 1 square millimeter). This report is submitted due to the peeling off of the coating on the insertion section. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus and it was determined that peeling of the coating (greater than or equal to 1 square millimeter) on the insertion section was present, likely due to deterioration. Additional evaluation findings are as follows: crease at the screen due to damage of ccd unit; corrosion at the el-connector due to leakage; the connecting tube was noted crumpled. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "the coating at the connecting tube is peeled off" was presumed to have occurred due to stress, handling, or other issues, but this could not be further determined. Olympus will continue to monitor field performance for this device.